Manufacturer narrative:
Correction: the correct h6 - investigation conclusion should have been '4309 - cause traced to environment' instead of ' 4307 - cause traced to component failure'.

Event description:
It was reported that prior to the implant procedure, the pacemaker exhibited a backup vvi mode. The pacemaker was unable to be interrogated. The pacemaker was not used and replaced to complete the procedure. There were no patient involvement.

Manufacturer narrative:
The reported event of device in backup mode was confirmed, failure to interrogate was not confirmed. The device was returned for analysis in backup condition. Analysis of the device image revealed that device went into backup mode due to reset error. The device was restored by reloading product code followed by analysis indicating normal interrogation results. Backup operation was reproduced at cold temperature, and this is consistent with an integrated circuit anomaly. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.